Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the device detached. The following information was provided by the initial reporter: device detaches during procedure.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the device detached. The following information was provided by the initial reporter: device detaches during procedure.